Event description:
While at the customer's site troubleshooting an unrelated event, the field service engineer (fse) discovered that the white blood cell (wbc) and red blood cell (rbc) baths were not properly draining on a coulter act 5diff cap pierce (cp). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse observed that the baths were not draining properly and the fse replaced the solenoid bank containing the solenoids that control the draining of the baths (bath drain solenoids, lv31 to lv35), which resolved the bath draining issue. The instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(4).